Event description:
It was reported via repair work order that the left foot side rail was hanging down and would not lock due to damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.